Event description:
T-wave oversensing was observed. The lead was found dislodged in the right atrium. The case was clinically resolved by repositioning the lead; however it was later reported that the lead was explanted.